Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep). It was reported that the cause of the high impedances was "dysfunction plot 2".

Manufacturer narrative:
The main component of the system, and other applicable components are: product ID: 3389-28, lot# 0203799684, product type: lead. Product ID: 3389-28, lot# 0203417789, product type: lead. All previously reported coding applies to the leads (lot #s 0203799684 <(>&<)> 0203417789). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual. It was reported that the high impedances values on the right were: c<(>&<)>0=4467 ohms while c<(>&<)>2, c<(>&<)>3, 0<(>&<)>2, 0 <(>&<)>3, 1<(>&<)>2, 1<(>&<)>3, 1<(>&<)>3 were all greater than 10,000 ohms on (B)(6) 2016. The left side impedances values on the same day were as follows: all contacts normal apart from c<(>&<)>2, c <(>&<)>3, 0<(>&<)>2, 0<(>&<)>3, 1<(>&<)>2, 1<(>&<)>3, 2<(>&<)>3, which were all greater than 10,000 ohms. The event is ongoing.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider (hcp) of a clinical study. It was reported that the diagnosis was updated to high impedances and left hemi corporeal tremor.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was stated that the issue was resolved without sequela on (B)(6) 2018.

Event description:
Information was received from a health care provider (hcp) of a clinical study regarding a patient who was implanted with a neurostimulator. It was reported that an examination was performed on (B)(6) 2016 and resulted in the identification of the patient experiencing left foot and hand paresthesia and left hemicorporal tremor. The device was interrogated on the same day and a "plot 2 defective" was noted. It was then stated that the signs / symptoms included a dysfunction of the right implantable neurostimulator (ins) with high impedances on plot two without falling context. The etiology was stated to be related to the device/therapy, but not related to the implant procedure. The actions/interventions included reprogramming in which the patient was switched to plot 1 and their oral treatment was adapted; the issue is ongoing. The event resulted in an in-patient hospitalization, an urgent care visit, an unscheduled clinic or office visit, and medical or surgical intervention to prevent life threatening illness or injury or permanent impairment to a body structure or a body function.